Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that her blood glucose was in the 300 mg/dl and 400 mg/dl range despite insulin pump therapy. The patient may be experiencing menopausal changes that influence her blood glucose values. The patient has been treating via manual insulin injection. Troubleshooting was declined since the customer was at work. The insulin pump was not returned for analysis.